Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change support call, the user experienced both elevated and low blood glucose while using the ilet, including disconnecting overnight due to concern for hypoglycemia, waking with hyperglycemia around 220 mg/dl, delivering additional insulin by announcing a small meal after reconnection, and subsequently experiencing hypoglycemia to 59 mg/dl for about 30 minutes; the user treated with oral glucose and received device alerts. Symptoms included headache during the low. Outcomes included transient hyperglycemia followed by hypoglycemia, with blood glucose returning to range by the end of the call and no medical intervention or hospitalization. Investigation included complaint intake review and user-reported device performance and alert behavior; troubleshooting and education were provided. Investigation of this case revealed no device malfunction reported and that the event involved user-initiated pump disconnection, subsequent hyperglycemia, and corrective insulin leading to hypoglycemia, with the device providing low alerts and no sustained high-alert conditions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.